Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
The right ventricular (rv) lead had a high threshold of 3.25 volts at 0.5 milliseconds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.